Event description:
It was reported that during a da vinci assisted surgical procedure, an issue occurred on the system involving a fault on arm 4, which led the staff to disable that arm. The technical support engineer reviewed the system logs and confirmed the fault on arm 4, then advised performing a hard power cycle of the robot when possible. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse replaced the universal surgical manipulator to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis. The reported problem was confirmed in the field logs but could not be replicated during failure analysis. Visual inspection revealed no issues related to the reported event. The unit was installed onto a golden system and functioned as expected. It was then installed onto another system and passed all relevant tests within specification. As a result of this investigation, failure analysis was unable to identify a definitive root cause. However, the io cva and sl sensor assemblies are consistent with the reported event and have been identified as potential root causes.